Manufacturer narrative:
G4: 14jul2020 b4: (B)(6)2020 a touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported failure could not be duplicated. There is no fault found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Rec'd by MFR: 05dec2019. Date rec'd 05dec2019. Added company representative. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/03/2019.

Event description:
The customer reported a touch screen failure. There was patient involvement but not patient harm/medical intervention. The fse (field service engineer) evaluated the device and confirmed the touch screen failure. The reported issue was resolved.